Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that during functionality testing, the mitraclip nt clip failed to establish arm angle multiple times, and would open while locked. The clip was replaced with a new device. There was no patient involvement and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The returned device was investigated, and the reported mechanical issue (clip open while locked) was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the mechanical issue of clip open while locked. There is no indication of a product quality issue with respect to manufacture, design, or labeling.